Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of two perfix plugs (device #1, #2) and onlay perfix plug (device #3) . Per operative notes, ¿on the right side the patient had a large indirect inguinal hernia. The hernia sac was separated from the spermatic cord and reduced into the abdomen. The hernia defect was repaired using a large perfix plug (device #1). This was placed using sutures in interrupted fashion. Next a mesh onlay was placed over the floor of the inguinal canal. This was sutured medially to pubic tubercle. The left inguinal hernia was repaired in exactly same manner. The patient had an indirect hernia on this side which was repaired using a large perfix plug (device #2) and mesh overlay (device #3).¿ (B)(6) 2017 - ptient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with removal of onlay mesh (device #1) and implant of synthetic mesh. Per operative notes, ¿the perfix plug was located lateral to the inguinal ring. There was a medial recurrence with a reducible mass at the medial aspect of the inguinal canal. The old mesh has separated from the pubic tubercle resulting in the recurrent hernia. The mesh onlay was then removed (device #1). The direct hernia sac was then reduced back into the preperitoneal space. Then a synthetic mesh was placed upon the floor of inguinal canal using sutures and tacks.¿ attorney alleges that the patient had mesh migration, nerve damage, pain, hernia recurrence and emotional injuries with and without treatment. It was also alleged that the patient had numbness.